Event description:
The pt suffered a pneumothorax during a superdimension procedure. A chest tube was required and the pt was hospitalized. The pneumothorax resolved and the pt was discharged. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Manufacturer narrative:
The device was not returned for eval. There were no anomalies identified during the internal review of the DHR of the system console. If add'l info is received, a f/u report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.